Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had not seen much of a difference yet. Patient did state that they drank a lot of water and was up frequently during the night. Patient had a pain by their incision and thought it might have been due to the bandage but after switching programs pain subsided. Patient changed program from 1 to 2. They mentioned again today the pain when they had on program 1. Patient felt like they were retaining urine and that¿s why they were waking up so much. They changed patient to program 1 per patient request. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.